Event description:
It was reported that upon removal of the catheter from the urethra a ridge was noted at the tip of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.